Event description:
Technician found unit in the hallway and was told they needed a new bed due to malfunctioning brake. It was later stated that nurse, while trying to move pt in bed pulled back due to the brake malfunctioning. Charleston regulatory was not advised of injury until january 30th.